Event description:
The customer contacted olympus to report an occasional blurry image while reprocessing the videoscope after an unspecified procedure. There was no report of patient injury as a result of the event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for inspection, and the customer's complaint was confirmed; the image was occasionally black and white. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following are the probable causes: the entire image was blurred due to damage to the charge-coupled device (ccd) unit, the entire image was blurred due to sliding error of movable range that occurred in the zoom scope, blurring the entire image occurred within the allowable range, and/or the entire image was blurred due to damage or deformation of the connector olympus will continue to monitor field performance for this device.